Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 14-mar-2018 with the following findings: a review of the black box showed no evidence of a short battery life. Multiple call service 128 post-delivery motor power supply fault alarms were found in the black box. The battery compartment was cracked below the grip pad. The returned battery cap was undamaged and fit securely. Evidence of moisture contamination was found in the display screen inside the pump. A leak was found in the battery compartment. The rewind, load, and prime steps were performed successfully. All currents were within specifications. The pump cover was removed to find further moisture corrosion to the printed circuit board or continuous glucose monitoring module. All currents were within specifications after the continuous glucose monitoring module was unplugged from the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.